Manufacturer narrative:
Results: inherent risk of procedure (death, endoleak, rupture). Cause of event is unknown. Conclusions: cause of event is unknown.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Patient treated for a 6.4 cm fusiform aneurysm in zone 4. Proximal neck was 40 mm in diameter and 40 mm in length (covering the lsa). Distal neck was 31 mm in diameter and 120 mm in length. Vessel morphology was not reported. It was reported that the devices were successfully implanted; however, it was noted that the final piece appeared to look slightly inverted, but there was no endoleak visible. It was reported that nine days post index procedure, a CT scan was performed and an unknown endoleak was discovered. The physician believes it may have been a type iii endoleak between the second and third stent graft but could not be confirmed. The following day, the patient expired due to a ruptured aorta. The physician commented that the probable cause for the rupture was a junctional type iii endoleak.